Manufacturer narrative:
(B)(4). Concomitant medical products: not zimmer biomet devices (amplitude): dual mobility cup saturne ii size 52 uncemented, reference 10111352, lot number: 276758. Inlay saturne size 52/28, reference 10103752, lot number: 273360. Report source: foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It has been reported that the patient underwent a surgery to implant a total hip prosthesis due to a femoral neck fracture on (B)(6) 2018: dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia: on (B)(6) 2019, handled in (B)(4). On (B)(6) 2019, handled in (B)(4). On (B)(6) 2019, handled in (B)(4). On (B)(6) 2019, the patient had a luxation which led to the revision of the cup and the inlay, handled in the current complaint.

Event description:
It has been reported that the patient underwent a surgery to implant a total hip prosthesis due to a femoral neck fracture on (B)(6) 2018 : dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception, standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia : on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in (B)(4), on (B)(6)2019, handled in (B)(4). On (B)(6) 2019, the patient had a luxation which led to the revision of the cup and the inlay, handled in the current complaint.

Manufacturer narrative:
(B)(4). Medical record was received. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b5, d1, d11, e1, e2, e3, g4, h2, h6, h10. D11 : concomitant medical products and therapy dates. Item name : exception standard stem size 4 reference : ps126y04; lot number : 000120023. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, x-rays and medical record have been received. X-rays review by zimmer biomet valence research and development concluded that the position of the exception stem in the femur looked conform; however the medical record indicates that the patient suffered from a luxation.the reported event is confirmed. The review of the device manufacturing quality record indicates that 22 products chrome cobalt head modular neck 28 standard 12/14, reference p0206m28, batch j6236335 were manufactured on 03rd august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint (medical: dislocation or medical: luxation). 4 similar complaints have been recorded for chrome cobalt head modular neck 28 standard 12/14, batch j6236335 within one year. The instructions for use of the exception stem review shows that only zimmer biomet products are compatible with this device. According to available data, the potential root cause could be an incompatibility of the zimmer biomet devices with the amplitude devices. Investigation results concluded that the reported event was likely due to an handling error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient underwent a surgery to implant a right total hip prosthesis due to a femoral neck fracture on (B)(6) 2018 : dual mobility cup saturne ii (amplitude), inlay saturne (amplitude), modular head cocr (zimmer biomet) and exception, standard stem (zimmer biomet) were implanted. The patient suffered from several dislocations required to be reduced under general anesthesia : on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in (B)(4), on (B)(6) 2019, handled in (B)(4). On (B)(6) 2019, the patient had a luxation which led to the revision of the cup and the inlay, handled in the current complaint.